Manufacturer narrative:
Dat of event: (B)(6) 2018. Date of this report: 1oct2018. It was reported that when attempting to changing the settings on the ventilator, the values would jump around the display. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue and replaced the front bezel to address the finding. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that when attempting to changing the settings on the ventilator, the values jump around the display. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.